Event description:
It was reported that the patient presented for a routine generator change. It was noted that an insulation break was observed on the right ventricular (rv) lead close to where the connector pin is inserted into the header and the pin tip was loose. The lead was cut and capped (B)(6) 2022 and replaced. The patient had no adverse effects and was in stable condition.

Manufacturer narrative:
The reported events of insulation damaged and detached connector pin were confirmed. As received, a partial connector portion of the lead was returned in one piece. The connector pin with the crimp sleeve were found pulled through the connector cap and the molded connector was separated from the connector boot consistent with procedural damage. The cause of the reported events was consistent with procedural damage.